Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture had occurred during a percutaneous coronary intervention. The target lesion was a moderately calcified and 75% stenosed located in the distal right coronary artery. The physician had advanced the 10mm x 2.75mm wolverine coronary cutting balloon to the lesion, performed dilation at which point the balloon ruptured at four atmospheres. It was described that the balloon had come into contact with the calcification. The device was replaced with a 3.0mm wolverine to continue and the procedure was completed with no issues.